Manufacturer narrative:
Covidien reference number: (B)(4). A third party service provider replaced the battery.

Event description:
It was reported that during set up, a ventilators had low battery output voltage alarm. The ventilator would not power up on battery but did on alternating current (ac) power. There was no patient involvement.